Event description:
It was reported that the pump "only displayed a circle as if it was trying to load." There was no reported impact to the customer. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.